Manufacturer narrative:
(B)(4).

Event description:
A product sample was received in the complaint investigation lab. A guide wire was found to be unraveled in a pink hub needle that is not included in the kit. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: an unraveled guide wire inserted through an introducer needle was received by the complaint investigation lab with limited information. The guide wire was unraveled from the distal end with the core wire protruding from the needle bevel. Only the coil wire was protruding from the needle hub. A few kinks were observed in the guide wire and it was stuck inside the needle. Microscopic examination revealed that the core wire was broken adjacent to the distal weld with discoloration and necking observed in the area of the break. No pieces of wire appeared to be missing. The needle was examined and found to be incompatible with the guide wire and not supplied by arrow. A DHR review was performed with no relevant findings and the IFU includes suggested techniques and cautions to prevent guide wire damage during use. However, since the returned needle was incompatible with the damaged guide wire and not provided by our firm, operational context caused or contributed to this event. No further action will be taken.